Manufacturer narrative:
A field service engineer (fse) was dispatched. The fse bleached the probe wipe. He also cleaned and rinsed the vacuum manifold at pump module. The fse also performed adjustment for probe wipe alignment at the bottom of the sample probe. After all these activities were performed the leak of the probe wipe was resolved. The specific failure mode could not be identified, however a probe wipe leak is likely to affect all parameters (erroneous flagged, un-flagged or non-numeric results) due to carryover or sample contamination due to insufficient rinsing of the probe. (B)(4).

Event description:
The customer reported a few drops of diluent were leaking around the probe wipe area of the lh500 during startup. The leak was not contained. There was no biohazard exposure to open wounds or mucous membranes. In addition, no erroneous results were generated with this event.